Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates occurred and as a result, a low insulin alert occurred. Customer changed cartridge to resolve issue. Customer's blood glucose was 130-400 mg/dl.